Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune size 9-10 instruments and trials were opened. When checking the kit, the scrub nurse noticed that the inner metal ring of a size 9-10, 5mm shim appeared stuck to the balseal of the size 9 fixed bearing articulating fb surface. Upon inspecting the size 9-10, 5mm shim, they confirmed.

Manufacturer narrative:
Examination of the returned devices confirms the reported event. The smaller metal insert of the returned (254500691) is disassociated and attached to the returned (254501969). Damage around the feature where is the insert is press-fitted on the shim is noted. No observable damage was evident on the returned (254501969). A pra (B)(4) (preliminary risk assessment) meeting was held to discuss a product escalation out of australia concerning the attune shims. The team has determined that there is no additional patient risk associated with this issue. Although cracks are occurring, this failure mode does not lead to a patient harm of infection. The rate of infection for attune is within the state rate in the risk management report and is statistically similar to the rate of infection for the total knee class. Although a definitive root cause is not known, a combination user technique, improper technique or misuse, and the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material, as seen in the returned device. Based on the performed investigation and pra (B)(4) determination of no additional patient risk, corrective action is not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.